Manufacturer narrative:
Additional information was provided to clarify ongoing issue. B3 and b5 were updated

Event description:
It was reported that intermittently insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer was not completing the air removal step during the load process and overfilled the cartridge. Tandem technical support educated customer regarding the air removal step and proper loading procedures. Initially, the customer reverted to manual injections for insulin therapy and ultimately changed the cartridge to address the issue and insulin delivery was resumed. Customer¿s blood glucose level was 400 mg/dl.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer was not completing the air removal step during the load process. Tandem technical support educated customer regarding the air removal step. The cartridge was changed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose level.